Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "elevator getting stuck; used a different cap from the same lot on the scope and the same thing happened; same cap worked fine on different scope" involving pentax model ed34-i10t2-us/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax. Pentax service inspectional findings included: elevator knob clicking sound, passed dry leak test, passed wet leak test, elevator body sticking, fluid invasion not observed in control body, fluid invasion not observed in pve connector repairs were performed on the device which included replacement of the following components: deflector operating wire, o-ring. The device was shipped back to the customer on 06/21/2021.

Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.